Event description:
This lead was implanted on (B)(6) 2013 and remains implanted until this time. A call placed to technical services on (B)(6) 2013 indicates a yellow alert due to two daily measurements in 24 hour period. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)